Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, while the device was being used for first firing on the stomach, once the reload is loaded, the handle locked and couldn't fire. The reported 2 reloads have the same issue and were used in the same patient on the same event. Another handle and reload were used resolve the issue in order to complete the case. There was no patient injury.